Event description:
It was reported that during a lap colectomy procedure, the device was intermittently giving a beep when turning down the max or min button. The device would skip a beep, or sound a double beep, and the surgeon felt he needed to press harder on the button. The connection on the switch button is not consistent. The procedure was completed with the same device.

Manufacturer narrative:
Information anticipated, but unavailable at this time.